Manufacturer narrative:
Concomitant medical products: 5092 lead, implanted: (B)(6) 2011.

Event description:
It was reported that during use of atrial lead, polarity switch occurred. The atrial lead remains in use, and patient to be monitored. No patient complications have been reported as a result of this event.